Manufacturer narrative:
Product investigation is in progress.

Event description:
String detached from tampon...involved having to get tampon removed [foreign body in reproductive tract] string unraveled and detached from the rest of the tampon [device breakage] started to remove it...string detached...having to get tampon removed medically [complication of device removal] case narrative: consumer reported via email that the tampon string detached during removal. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String detached from tampon...involved having to get tampon removed [foreign body in reproductive tract]. String unraveled and detached from the rest of the tampon [device breakage]. Started to remove it...string detached...having to get tampon removed medically [complication of device removal]. Case narrative: consumer reported via email that the tampon string detached during removal. No serious injury was reported.

Event description:
String detached from tampon...involved having to get tampon removed [foreign body in reproductive tract] string unraveled and detached from the rest of the tampon [device breakage] started to remove it...string detached...having to get tampon removed medically [complication of device removal] case narrative: consumer reported via email that the tampon string detached during removal. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.